Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a unknown size unknown gel implant being used for an unknown breast surgery procedure ruptured intraoperatively. There were no patient consequences reported. Follow-ups are in progress. Supplemental report will be submitted if any additional information is received.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 21, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured and received in two (2) parts. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received (6870237). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that it was reported that a female patient of an unknown age, race, and ethnicity underwent revision breast augmentation with a 400cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3506504bc; serial number (B)(6) on the right side, and catalog number 3506504bc; serial number (B)(6) on the left side on (B)(6) 2020.

Manufacturer narrative:
On november 5, 2020, mentor became aware of the following and the respective fields on this form has been updated as stated below: -adverse event and required intervention has been selected under field b1 and b2 respectively .- date of event has been updated to (B)(6) 2020 under field b3. - right serial and catalog have been populated under section d on this form. -procedure was revision breast augmentation. - effected side was right side. -date of implant and date of explant have been populated as (B)(6) 2014, and (B)(6) 2020 respectively. - replacement devices used on october 23, 2020 were catalog number 3506504bc; serial number (B)(6) on the right side, and catalog number 3506504bc; serial number (B)(6) on the left side. - field h1 has been updated from "malfunction" to "serious injury" a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).